Event description:
It was reported that 3 screws could not be held during cranium fixation. So, the surgeon used spare products to complete the procedure.

Manufacturer narrative:
Investigation in progress, but not yet complete.